Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusions occurred during bolus delivery. Customer's blood glucose level was 300-400 mg/dl. Reportedly, insulin delivery was resumed and the remainder of boluses were delivered.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to usb pin damage being identified.